Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was 60 mg/dl. Customer does not have new batteries for troubleshooting, but requested for insulin pump to be replaced due to pregnancy. After troubleshooting, customer was advised that insulin pump would need to be replaced.